Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, analysis confirmed the clinical observation that this device did not meet estimated longevity. The pacemaker casing was opened and visual inspection revealed no irregularities. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomalies were identified during analysis. Although the device did not meet estimated longevity which was caused by a depleted battery, laboratory analysis was unable to reproduct the condition that caused the battery to delete prematurely.

Manufacturer narrative:
The device was returned and is currently in analysis. When additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this pacemaker's battery possibly depleted prematurely. The device was explanted and replaced. No adverse patient effects were reported.